Event description:
The results of the investigation found that the device had a lifting downstream occlusion (dso) seal. There was no patient harm, involvement or delay of therapy.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a lifting downstream occlusion (dso) seal, a loose air detector and a buckling upstream occlusion (uso) seal. The dso seal, uso seal and air detector were replaced to fix the issue.